Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized with high blood glucose levels of 568 mg/dl. The customer's mother states that after the customer was treated she was put back on the insulin pump and her blood glucose levels went back up. Programming was correct and troubleshooting was performed. The insulin pump passed the fixed prime and high pressure tests. Nothing further was reported.